Manufacturer narrative:
(B)(4). Device internal memory reviewed.

Manufacturer narrative:
Device internal memory reviewed.

Event description:
It has been reported that the AED did not pass self diagnostic check